Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract, needle and catheter was pullled out of patients arm and needle had gone through the catheter. There was no patient impact. The following information was provided by the initial reporter: rn went to start IV and the needle would not retract, needle and catheter was pulled out and the needle was protruding through the side of the catheter lot 3039537 the needle would retract back and so couldn¿t use the IV, so nurse pulled it out and the needle went through the catheter.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Manufacturer narrative:
E.1. Initial reporter state: address information was not able to be obtained, therefore, oh was used as a place holder based off user facility. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract, needle and catheter was pulled out of patients arm and needle had gone through the catheter. There was no patient impact. The following information was provided by the initial reporter: rn went to start IV and the needle would not retract, needle and catheter was pulled out and the needle was protruding through the side of the catheter (lot 3039537). The needle would retract back and so couldn't use the IV, so nurse pulled it out and the needle went through the catheter.